Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received a "red heart" alarm at home. The hospital exchanged the suspect system controller per the manufacturer's instructions for use and the patient continues on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The returned system controller was connected to a mock circulatory loop and the system would not run. The system controller housing was removed in order to evaluate the components within and it was found that a component on the inner printed circuit board was damaged rendering the controller incapable of operating a pump. The root cause that contributed to the damaged component could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.